Event description:
Dissection with possible distal embolization. Event was resolved and flow restored with wire reopro and balloon.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.